Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The speaker wiring was intact with no damage. Cap p on the interconnect board showed no signs of corrosion or damage. Using the onboard diagnostic tools for the speaker volume/count, and speaker replacement. The pump was found to have ehl that confirmed the device log of "primary audible alarm bgnd test," but were unable to duplicate the error during service. The cause of the customer reported problem was electrical component interference. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the speaker, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported there was a primary audible alarm background test. This was found when pump was turned, and there was no patient involvement.